Manufacturer narrative:
(B)(4).

Event description:
It was reported that after implant the patient had gone into cardiac arrest and impedance had risen due to a hematoma at the site, the values were stable. No intervention had been reported. No additional information was available.